Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a couple weeks prior to contacting lfs. The patient manages his diabetes with insulin pump therapy. The patient continued to receive the usual dose of insulin through his insulin pump. After the start of the alleged issue, the patient claimed he developed diabetic ketoacidosis (dka). The patient was brought to the emergency room (ER) and administered insulin (type/ amount not specified) as treatment. The patient reportedly obtained a result ¿in the 200s mg/dl¿ with the ER/ hospital meter. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/03/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/24/2013 and 9/26/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.